Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 23aug2024, it was reported that this occurred during an evar procedure. The balloon was able to be inflated on the first attempt. The balloon was only inflated once before the rupture was noted. The rupture occurred inside the zenith graft within the infra renal area. There was no angulation at the inflation site. There was a small amount of calcification at or near the inflation site. A new balloon was opened to complete the procedure successfully

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a coda lp balloon catheter ruptured. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: cook was notified that a coda lp balloon catheter ruptured. The event occurred during an endovascular aortic repair (evar) procedure. The cook coda lp balloon catheter balloon was able to be inflated on the first attempt. The balloon was only inflated once before the rupture was noted. The rupture occurred inside the zenith graft within the infra renal area. There was no angulation at the inflation site. There was a small amount of calcification at or near the inflation site. A new balloon was opened to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one related non-conformance in which one device was scrapped. A complaint history search did not identify any other events reported for a related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 40 mm balloon catheter should not be used in vessels less the 24 mm diameter. Potential adverse events. Vessel dissection, perforation, rupture, or injury. Balloon inflation volume. Do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Maximum inflation volumes catheter size : max. Volume: coda-2-10.0-35-120-40 , 40 cc. Coda-2-9.0-35-100-32, 30 cc. Coda-2-9.0-35-120-32 , 30 cc. Balloon introduction and inflation caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times.¿ based on the information provided, no product returned, and the results of the investigation a definitive root cause for this event could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.